Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4). Device not returned by customer.

Event description:
Kimberly-clark received a report from the (B)(6), stating the gastrostomy tube was removed because the patient experienced a reaction around the gastrostomy site. It appears as though the gastrostomy site was infected and the presence of granulation tissue formation was noted at the stoma site. It also appears that the patient is allergic to a component of the tube. A dermatologist advised that there is no patch test to check for allergic reaction associated with a component of the tube. The patients tube was removed months ago resulting in a non-healing stoma tract. No additional information was provided in regards to the patient's status.